Event description:
The customer reported non-reproducible, elevated troponin I (access accutni) results, within the risk stratification, for two patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. This is report one of two referencing the patient on the event date noted. An initial result of 0.098 ng/ml was obtained and was not released out of the laboratory. Subsequent analysis of the sample (in duplicate), on the same instrument, recovered lower results of 0.008 ng/ml (the result was automatically generated by the instrument due to the customer¿s programmed reflex protocol) and 0.007 ng/ml, within the normal reference range. There was no patient impact or change in patient treatment associated with this event. The customer-supplied quality control (qc) data indicated all levels of qc were within specifications at the time of the event. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2013-00797.